Event description:
On (B)(6) 2008, a (B)(6) male was implanted with a gore propaten vascular graft in a bypass procedure in the left leg from the proximal popliteal artery to the distal popliteal artery. On (B)(6) 2008, the pt presented with thrombosis. A thrombectomy procedure and a jump graft were performed in the distal portion of the graft. On (B)(6) 2008, the pt presented with thrombosis. A thrombectomy and redo procedure were performed in the proximal and distal portions of the graft.